Event description:
Patient reported the infusion device fell on the floor during the night. Patient stated the infusion device displayed an e8 (power interrupt) after the fall and the check button sometimes does not function. Patient reported she experienced an elevated blood glucose level which she was able to get under control by herself. No blood glucose level was provided. Patient's normal blood glucose level was not provided. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.